Manufacturer narrative:
Qn#(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
The report states that "the iabp system restarts automatically. Origin of failure unknown, the system works normally after restarting a few times". Additional information states that the event occurred prior to use on patient with no patient involvement.

Manufacturer narrative:
Qn# (B)(4). The reported complaint of "system restart automatically" is not able to be confirmed. The product was not returned to teleflex chelmsford for investigation. According to the event detail, the issue was resolved after the power cycle a few times. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
The report states that "the iabp system restarts automatically. Origin of failure unknown, the system works normally after restarting a few times". Additional information states that the event occurred prior to use on patient with no patient involvement